Event description:
It was reported that during a minimally invasive esophagectomy (mie) procedure, the surgeon fired four reloads on the stomach , it was found only the first reload and last reload were formed well, but the second and third reload did not. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.